Event description:
Boston scientific received information that this right ventricular (rv) lead was undersensing and exhibiting high pacing threshold measurements. Additionally noisy signals were detected on an electrogram (egm). The rv lead was found to have fractured and was successfully replaced.

Manufacturer narrative:
This rv lead is not expected to be returned for analysis as it was capped and abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.